Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead helix was deployed aggressively and exhibited unsatisfactory impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the full lead was returned with the helix retracted. The lead was able to extend and retract the helix smoothly and in specification. If information is provided in the future, a supplemental report will be issued.